Event description:
It was reported that during the implant procedure of the left ventricular (lv) lead when the lv lead reached the left vein the threshold was too high and the patient felt uncomfortable. Therefore, the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. There was blood on the electrode - tip electrode and the distal conductor had blood/body fluid (not obstructed.)